Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode (sm). The patient did not underwent radiation or other procedures that might have caused the change to safety mode. There were concerns that this device depleted prematurely; however, the stored data was reviewed and engineering analysis concluded the battery was depleting normally prior to safety mode being declared. Technical services (ts) indicated the diagnostics measurements trends suggested the patient was pacing dependent. Ts explained the risks associated to sm settings in pacing dependent patients and recommended replacing the crt-p. The patient complained of palpitations after sm was triggered. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned to bsc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode (sm). It was unknown if the patient had any radiation or other procedures that might have caused the change to safety mode. There were concerns that this device depleted prematurely; however, the stored data was reviewed and engineering analysis concluded the battery was depleting normally prior to safety mode being declared. Technical services (ts) indicated the diagnostics measurements trends suggested the patient was pacing dependent. Ts explained the risks associated to sm settings in pacing dependent patients and recommended replacing the crt-p. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.